Manufacturer narrative:
One device was received for evaluation. It was reported complaint of ¿cassette sensor defective¿. Confirmed by performing visual and functional pvt. Performed dso calibration to fix this issue. Review of event log found "cassette not properly attached. Review of service history found no relevant information. Visual and functional testing was performed. The device passed all testing post repair.

Event description:
It was reported that event was cassette sensor defective. The event occurred during testing.